Event description:
The company was informed that the pt developed a severe ear infection. The pt was treated with antibiotics (type unknown) to resolve the ear infection. The pt reportedly experienced intermittencies. External equipment was exchanged and programming adjustment was made. However, the problem was not resolved. Testing showed that the device was functioning. The pt continues to be monitored by the center.